Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-nov-15. It was reported that the patient¿s implantable neurostimulator (ins) had not been replaced yet because a decision has not been made yet. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient had not received relief in their back/coccyx pain since their lead revision surgery on (B)(6) 2019. Increased pain and edema at the implantable neurostimulator (ins) site were also reported at the six week check up on (B)(6) 2019. There were no reports of post-op injures, falls, or accidents. There were no impedance issues, the patient has had multiple reprogramming sessions with another rep, but both low definition and high definition settings were tried with no relief. The patient requested an explant at the follow-up appointment, and it was noted that surgical intervention was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID; 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was in a car accident late last year (november) and the leads shifted. As a result, the patient has not been able to use their ins. The patient met with a manufacturer representative and they attempted to ¿get the device working,¿ but the ins would not connect. No symptoms or complications were reported.